Event description:
Country of complaint: (B)(6). Incident: thread broken very easily during knotting or pulling through the tissue. It was the first complaint in this hospital (eyesurgery). Customer change to optilene pendant. Due to this fact our sales rep assume that the problem is finally resolved now. Samples on the way.

Manufacturer narrative:
Samples received: 4 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received four closed samples to analyze this case. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.18 kgf in average and 0.151 kgf in minimum (ep requirements: 0.10 kgf in average and 0.035 kgf in minimum) a minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.